Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b3, d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the syncing issue was due to configurational procedures. The technical support specialist changed the station name and allowed the sent inventory count messages settings to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe system had syncing issue between the server and the narcotic vault, causing major delays in pulling narcotics for the patients. Customer stated that the malfunction had significant impact on the operations and posed a substantial diversion risk since unable to reconcile with the narcotic vault. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the syncing issue was due to configurational procedures. The technical support specialist changed the station name and allow the sent inventory count messages settings to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system had syncing issue between the server and the narcotic vault, causing major delays in pulling narcotics for the patients. Customer stated that the malfunction had significant impact on the operations and posed a substantial diversion risk since unable to reconcile with the narcotic vault. There were no adverse events or injuries reported based on this event.